Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience prime, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported the procedure was performed to treat a de novo lesion with mild tortuosity, mild calcification and 95% stenosis in the proximal left internal mammary artery (lima) to left anterior descending (lad) graft. A 3.5 x 18 mm xience prime stent was implanted; however, a proximal edge dissection occurred. A 3.5 x 12 mm xience prime was used to treat the dissection and the procedure was completed. The patient is doing well. No additional information was provided.